Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer has reported the pen needles do not connect to the pen correctly and the insulin will not be dispensed. No harm requiring medical intervention was reported. Troubleshooting was not performed and found that the issue was not resolved. The customer will continue the use of the device and the inpen will not be returned for analysis